Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the jacket (ptfe) was damaged and the distal tip was detached exposing the tip of the metal corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the damage encountered. It is most probable that the device meet the manufacturing specifications but during use a physical damage on the wire could be generated, limiting the device performance. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while placing the plastic stent, the dreamwire guidewire was stuck and force was applied to withdraw the guidewire. It was noted that the hydrophilic tip was detached inside the patient exposing the tip of the metal corewire. The detached tip was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while placing the plastic stent, the dreamwire guidewire was stuck and force was applied to withdraw the guidewire. It was noted that the hydrophilic tip was detached inside the patient exposing the tip of the metal corewire. The detached tip was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.